Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08848 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing leakage events since (B)(6) 2024. The set was in use for less than a day. Blood glucose levels were 300-350 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.